Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v289339, implanted: (B)(6) 2009, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had uterine hypertrophy with symptoms of pelvic pain. The etiology of the event was reported as ¿new illness, injury¿. The patient had a diagnostic laparoscopy and a diagnostic hysteroscopy performed on (B)(6) 2012, with a endometrial biopsy taken. It was reported that the patient had a partial hysterectomy performed on (B)(6) 2012 which required in-patient hospitalization for more than 24 hours. The outcome of the event was reported, as of (B)(6) 2012, as resolved without sequelae. Additional information received on (B)(6) 2013 clarified that the etiology of the event was a worsening/exacerbation of a pre-existing and not a ¿new illness, injury¿ as previously reported. If additional information is received, a follow up report will be sent.

Event description:
Additional information reported the etiology was a new illness or injury and not a worsening/exacerbation of a pre-existing condition.